Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -11.00 diopter, was stuck in the cartridge or injection system and was damaged. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved.